Manufacturer narrative:
Nevro is awaiting the return and analysis of the device.

Event description:
Nevro received the following report: following a lead revision procedure, it was noted that the tip of the proximal end (which is inserted into the ipg) of one the leads was no longer attached to the lead when it was disconnected from the ipg. Two new leads were used to complete the revision procedure and the case was completed successfully. The patient has recovered without sequelae.

Manufacturer narrative:
The lead was returned and analyzed. The analysis observed that the contacts at the proximal end of the lead were detached. The diagnostic data was reviewed and found that the detached contacts were functioning prior to the revision procedure. The impedance and output voltage measurements were within normal range during this time period. The investigation concluded that the damage must have occurred during the removal of the leads. Since the ipg was not returned, the exact cause of the electrical shocks could not be determined. Follow up indicated that a new lead was used and the patient reported effective therapy following the revision procedure. The physician was aware of the missing contacts. However, he was not concerned and did not believe that the contacts remain inside the patient.